Event description:
The device (cev669e, cev647b5, cev625h) were returned to mxi service and repair for repair of broken handle and broken ceramics.

Manufacturer narrative:
Second device of three: cev647b5 (lot: 201103mf3) - mfg date: 03/2011; third device of three devices: cev625h (lot: 201103mf1) - mfg date: 03/2011. (B)(6). Cev669e was inspected and the handle spring was broken. Inspection of the broken area of the spring did not show any material defect or the existence of a pre-existing break/corrosion that could explain the break. The cut is complete and thus leads us to suppose a clean break resulting from an impact or excessive force. Cev647b5 was inspected and the sheath was damaged. The damage was most likely a result of impacts and frictions. Cev625h was inspected and the ceramic washers were broken. The wire was twisted and the coating is damaged at the jaw. All defects observed are most likely the result of impacts and damage incurred during the reprocessing stages (sterilization/cleaning). Note: this MDR is being filed as a result of an internal review of complaints from medtronic's mxi facility in (B)(4). This review was conducted to resolve several issues discovered in the mxi complaint handling process. Issues resolved include the misclassification of devices returned for repair, as well as gaps in reporting. Mxi CAPA (B)(4) was opened to address these issues. Medtronic's internal reference #: na. (B)(4).